Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip broke off of the small pointer during reprocessing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip broke off of the small pointer during reprocessing at the user facility. There was no patient involvement and no adverse consequences associated with the device.